Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, loss of communication issue between insulin pump and transmitter, received insulin flow block alarm and unspecified pump error alarms. The customer reported a blood glucose value of 130 mg/dl and the hyperglycemic event was treated with an insulin pump. The event involved product(s) unk_reservoir, mmt-7715, unomedical, unk_sensor, mmt-1884. Troubleshooting was partially performed for the insulin flow blocked alarm, and it was a past unresolved event. Troubleshooting was partially performed for the pump error alarms and customer was able to clear the alarm. Troubleshooting was not performed for hyperglycemic event loss of communication and transmitter charging issue. No further patient complications were reported. No product return is required for unk_reservoir, mmt-7715, unomedical, unk_sensor, mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.